Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for splintered device. The teflon pad was found to be worn having small separation on the sides. The teflon pad and is lifted and partially separated from the jaw, exposing metal underneath. The teflon pad was also noted to have a tiny fragment was missing. The jaw area had foreign substance adhered to it, and there were char marks on the probe. Based on similar reports, a potential cause for the mechanical and thermal damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a hysterectomy procedure, the device splintered. The device was removed from the patient. There was no reported patient injury or device fragment fallen into the patient.